Event description:
While placing a central line using a modified seldinger kit with a peel away introducer, the introducer wings broke off instead of splitting the catheter so it could be pulled away, leaving the plastic catheter on the line. Forceps had to be used to peel the catheter off the line risking line dislodgement and/or damage. Manufacturer response for introducer, syringe needle, neomagic (per site reporter) no response on product failure. Working on returning the sample.